Event description:
Customer reported issue with cartridge not fully snapping into pump. There was no adverse impact to the customer's blood glucose level. Customer was advised to remove o-ring and clean pneumatic tap area, confirmed new cartridge snapped on, but chose to continue using current cartridge despite potential issues. Case was closed after customer declined further assistance.